Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve gastrectomy, on third firing for stomach resection, the reload would not fire although the green button was pressed. It made a short noise, then stooped and was unable to be fired and further. This was the 3rd firing and the handle had been successfully used for the first 2 firings. The device did not cut the tissue or place any staples from this reload. The reload appears to have legs of proximal staples visible on inspection no staples deployed into the patient. A reinforcement material was also used in this event. Another reload was opened and the case continued without further event. There was no patient injury.